Manufacturer narrative:
Philips service resolved the estop button issue and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the emergency stop was activated, and the estop button was stuck on the geo module on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.